Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left external iliac artery. A 8x80mm epic stent was deployed in the external iliac artery. A 7.0x60x75cm express¿ ld vascular stent was selected to treat the lesion. The physician tried to deploy this device in the proximal side of the external iliac artery, overlapping the previously implanted stent; however, this device came into contact with the stent strut of the previously implanted stent. The physician moved the device backward and forward. When the device was moved back into an unspecified sheath, it was noted that the stent was dislodged. The dislodged stent and the sheath were removed together from the patient's body. The procedure was completed with a different device. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: received was the sheath with the detached stent partially inserted into the sheath. The distal end of the stent , protruding from the sheath was damaged with stent struts misaligned. No damage was noted along the sheath. The stent was removed from the sheath. The stent did not appear to have been deployed. No other damage was noted along the proximal section of the stent which had been inserted inside the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left external iliac artery. A 8x80mm epic stent was deployed in the external iliac artery. A 7.0x60x75cm express ld vascular stent was selected to treat the lesion. The physician tried to deploy this device in the proximal side of the external iliac artery, overlapping the previously implanted stent; however this device came into contact with the stent strut of the previously implanted stent. The physician moved the device backward and forward. Whe the device was moved back into an unspecified sheath, it was noted that the stent was dislodged. The dislodged stent and the sheath were removed together from the patient's body. The procedure was completed with a different device. No further patient complications were reported and the patient's status was good.